Manufacturer narrative:
H3: 8780 catheter: analysis identified an area of compression on the catheter body. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving unknown intrathecal baclofen (unknown) 1,150.0 mcg/ml at 96.6 mcg/ml via an implantable pump for unknown indication for use. It was reported that the patient stated he was getting intermittent relief with his pump for at least the last 6 months. He said he would have a day or two with less spasticity and then randomly a day or two with more spasticity. They were unable to determine if environmental/external/patient factors may have led or contributed to the issue. During the catheter revision, the surgeon opened pump pocket and attempted to access the catheter access port (cap) and was unable to get return flow. Then he cut the catheter at the connection point. And attempted to get flow, he was able to get less then 0.2. He then opened up the old catheter insertion site and explanted the old catheter and replaced with a new 8780 and had satisfactory cerebrospinal fluid (csf) return. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's medical history was asked but made unknown and the patient's weight was 80 kg.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial #: (B)(6), ubd: 22-jan-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.